Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device was discarded.

Event description:
It was reported that during a surgical procedure, the surgeon got burnt. It was also reported that to continue, the surgeon switched gloves, then the assistant got burnt. It was further reported that there was no delay or medical intervention and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the surgeon got burnt. It was also reported that to continue, the surgeon switched gloves, then the assistant got burnt. It was further reported that there was no delay or medical intervention and the procedure was completed successfully.